Event description:
It was reported that the device does not detect the paddles. There was no patient involvement.

Manufacturer narrative:
It was reported that the device does not detect paddles. The customer requested to return the device to the bench for evaluation and repair. The bench tech evaluated the device and confirmed that the paddles require replacement. Customer resolution and conclusion: the customer did not accept the service/repair quote therefore the defective paddle was not replaced. The device was returned to the customer and no further evaluation is warranted at this time.